Event description:
Akiyama r, ishii a, kikuchi t, et al. Onset-to-treatment time and aneurysmal regression predict improvement of cranial neuropathy after flow diversion treatment in patients with symptomatic internal carotid artery aneurysms. Journal of neurointerventional surgery. 2023;15(9):886-891. Doi:10.1136/jnis-2022-019202   literature was reviewed regarding 'onset-to-treatment time and aneurysmal regression predict improvement of cranial neuropathy after flow diversion treatment in patients with symptomatic internal carotid artery aneurysms'. The time frame of this study was from june 2015 to december 2020. The following medtronic devices were used: pipeline embolization device (ped) was used in 76 patients. Among patient adverse events included: -ipsilateral symptomatic intracerebral hemorrhage occurred in one patient -ipsilateral symptomatic embolic ischemic cerebral infarction occurred in one patient. -transient worsening occurred in 19 patients (transient worsening of symptoms was defined as a return to, or improvement in, baseline symptoms at 12 months after initial worsening.) -worsening symptoms (cranial neuropathy) occurred in 2 patients. The two patients with worsening at 12 months had aneurysm enlargement and underwent re-treatment. -rate of okm grade d occlusion (no aneurysm filling) at 6 and 12 months was 41% and 70%, respectively. The rate of okm grade c (small neck remnant) or d occlusion at the same time points was 74% and 85%, respectively. Re-treatment was performed in eight patients; all but one were re-treated more than 1 year later. Re-treatment consisted of overlapping the same type of fd as used in the initial treatment; however, in one patient, overlapping did not occlude the aneurysm so parent artery occlusion was performed.

Manufacturer narrative:
G2: citation: authors: akiyama, r., ishii, a., kikuchi, t., okawa, m., yamao, y., abekura, y., ono, I., sasaki, n., tsuji, h., imamura, h., hatano, t., sakai, n., <(>&<)> miyamoto, s.. Onset-to-treatment time and aneurysmal regression predict improvement of cranial neuropathy after flow diversion treatment in patients with symptomatic internal carotid artery aneurysms. Journal of neurointerventional surgery 9 2023. Doi:10.1136/jnis-2022-019202 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.